Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in early 2006 that a endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, "in coagulation mode the output readings are bouncing around when foot pedal is touched". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Visual examination of the returned device revealed that the device appeared to be in good condition. All knobs and buttons were in working order. Functional evaluation found that the device was within expected tolerance.